Event description:
It was reported that the patient experienced inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).